Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
A patient reported feeling tired while driving home after each time she had ultrasound therapy on her legs and wondered if there could be interference with her device. The device is still in use. There were no patient complications reported as a result of this event.